Event description:
It was reported that the device was leaking and so failed to facilitate delivery of drug to the intrathecal space.

Manufacturer narrative:
No device was returned for investigation. The investigation will be reopened if the defective device is received.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. 1 unopened same lot as the defected sample, was received. The sample which was returned was accompanied by a certificate of safe handling. The kit along with the spinal needle for the reported complaint was sent to the manufacturing who will carry out the testing. Results will be forwarded to the manufacturing site who will complete the investigation for the reported issue. One unused originally packed unit pack was returned for investigation. Under visual inspection the sample appeared to in good conditions. There was no crack, molding defect nor any other deformation was found on unit pack components. Then component assembly as per instruction for use was performed (tuohy needle with spinal needle). Once assembled the set was flushed by a syringe filled with water. Whole syringe (10ml) has flushed trough needle assembly three times. No leak as described by customer was identified. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No action was taken.